Event description:
It was reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and gave the customer a quote for replacement of the image intensifier power supply, but no conclusion can be drawn as further repair information is not available.